Event description:
Part of the wire broke off in patient. Attempted to retrieve/snare wire. Unsuccessful to remove the wire. The part of the wire that was removed was picked up by the company rep and sent to the company to be evaluated. Patient and family aware. Patient was brought back to the cath lab for reimaging on (B)(6) 2025.